Event description:
It was reported that the patient presented to the physician with symptoms of syncope/fainting/loss of consciousness. Interrogation of the pacemaker showed that the right ventricular (rv) pace impedance was greater than 3,000 ohms and the rv threshold was varying between 3 v and 5 v in both bipolar and unipolar pacing configurations. An electrocardiogram indicated loss of capture, and a lead fracture was suspected. The patient immediately underwent surgery to replace the rv lead. After the new rv lead was placed all parameters were acceptable. The new lead was then connected to the existing pacemaker, along with the existing atrial lead, and subsequently no pacing pulses were delivered to the new rv lead and noise was observed on the channel. The rv lead parameters were re-tested via the pacing system analyzer and found again to be within normal limits. Thus, an issue was suspected with the device header, and it was decided to also replace the pacemaker. The procedure was completed successfully without any reported complications. The pacemaker and lead are both expected to be returned.